Event description:
This was a near miss event, and it did not reach the patient or cause patient harm. When opening stimulant 5cc implant for antibiotic beads, scrub tech found a hair in the stimulant powder. Powder was not used for patient and pulled off of sterile field for reporting. Stimulan 5cc (ref# 620-005, lot # sr240315, exp: 2027-03-31). Staff did not note a serial number.